Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, prior to a replacement procedure for this cardiac resynchronization therapy defibrillator (crt-d), the field representative contacted technical services (ts) for general considerations for this patient that is pacer dependent and has a left ventricular assist device (lvad) implanted. Ts reviewed the device data, noted high capture thresholds and potential loss of capture (loc) on the non-boston scientific right atrial (ra) lead. As the cause could not be confirmed, ts recommended to further evaluate in the replacement procedure to assess if it necessary to include the ra lead. Subsequently, this crt-d was explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.